Manufacturer narrative:
No response from customer to contact attempts.

Event description:
The customer reported that the screen on the intellivue mx550 patient monitor froze and the monitor had to be restarted. The monitor was in use at the time of the reported issue. No death or patient / user injury or harm was reported. A philips remote service engineer (rse) tried multiple times to reach out to the customer, however, there was no response. As no additional information was provided by the customer, the cause for the reported issue could not be confirmed. It is unknown how this issue was resolved. The rse tried to reach out to perform an analysis, however, the customer was unresponsive. The investigation concludes that no further action is required. The device remains at the customer site.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen on the intellivue mx550 patient monitor froze and the monitor had to be restarted. The monitor was in use at the time of the reported issue. No death or patient / user injury or harm was reported.